Manufacturer narrative:
As returned, the stem was inspected and had no plastic or polyethylene residue adhered to the highly polished distal tip. The distal end exhibits severe damage in the form of nicks or strike marks. The device is used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on (B)(6) 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported during surgery, an implant was opened and upon removing the packaging of the component, it was found that the femoral stem had polyethylene adhered to the distal polished tip.